Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure issue occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that in the morning, the patient reported that emergency medical services (ems) found her unconscious from a low bg level. No cgm or bg meter reading was reported at this time, as the patient could no longer recall many of the event details. Ems transported the patient to the emergency room (ER). At the ER, the patient was informed that her cgm device was ¿not working¿ and stated, ¿sensor failed¿. It is not known how long the patient¿s sensor had been in an error state. Her bg meter reading was taken and was low, however, no specific value could be recalled. The patient was treated with orange juice, and she recovered after treatment. The patient was in the ER for less than 24 hours prior to be being discharged. The patient was in stable condition at the time of follow-up. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.